Event description:
It was reported that episodes of non-sustained ventricular oversensing due to noise were detected on the right ventricular (rv) lead. A review of the electrogram (egm) is indicative of filar damage and the presence of lead noise. No intervention was performed at this time. There were no adverse health consequences to the patient.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced with a competitor rv lead on (B)(6) 2023. The patient tolerated the procedure well and was in stable condition.